Manufacturer narrative:
The reported unit was not made available for evaluation. Multiple attempts were made to obtain additional information and return of the reported device. No patient injury was reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the warning label in the user's manual states: "the performance verification procedure provides a means of determining whether the sechrist model IV-100b infant ventilator meets its design specifications. It is intended to be performed in the hospital by qualified technical personnel. This procedure should be performed prior to every time the ventilator is intended to be placed on a new patient or at least once a month or more frequently if desired." "If the ventilator fails to meet any design specification, it should be removed from us; service may be required." Should the product be returned or new information is made available, a follow-up report will be provided.

Event description:
The customer reported that, "we are experiencing a problem with your IV-100b infant ventilator, sn: (B)(4), year: 1998. We kindly ask you to give us an offer for "patient circle", the inside diameter of the hoses is 12,5mm." No patient injury reported.

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
The customer reported that, "we are experiencing a problem with your IV-100b infant ventilator, (B)(4), year:1998. We kindly ask you to give us an offer for "patient circle", the inside diameter of the hoses is 12,5mm." No patient injury reported.